Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16686. Related manufacturer reference number: 2017865-2019-16687. It was reported that the patients implantable cardioverter defibrillator and all three leads were explanted due to systemic infection. The patient tolerated the procedure well and was recovering.